Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when setting coagulation to 120 watts and cut 300 watts, the power supply kept on going even after releasing the control buttons on the pedal and handle. There was no patient involvement. No further information available at this time.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found nose cone has several broken anchorages, fuse clips are bent and rubber feet are missing. The reported condition was confirmed. The investigation isolated the failure to the several components on the rf-board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The investigation isolated the failure to the damaged nose cone and bent fuse clips, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The service center reported that the rubber feet are missing. The reported condition was confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The failure identified within the complaint does not result in potential harm to the patient therefore entry into the risk management file is not required. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: investigation summary: evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. The visual inspection found nose cone has several broken anchorages, fuse clips are bent and rubber feet are missing. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The device was sent without accessories such as foot pedals or handsets that could cause this, and on the device itself there were no defects that could cause it. The service center reported that nose cone has several broken anchorages and fuse clips were bent. The reported condition was confirmed. The investigation found that the front panel were broken, and the fuse clips were bent, so contact between the instruments used and the rf-board was at least impaired. So, both the front panel and the fuse clips were replaced to tackle that issue. The front panel and fuse clips were replaced to address the condition. No update to the risk management file is required at this time. The service center reported that after the initial repairs the testing of cross coupling failed. The reported condition was confirmed. The investigation found the most probable cause of the reported event to be the relays involved (k13, k15, k16). The relays involved (k13, k15, k16) were replaced to address the condition. After replaced the relays all tests were ok. The service center reported that the rubber feet are missing. The reported condition was confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The rubber feet were installed to address the condition. The failure identified within the complaint does not result in potential harm to the patient therefore entry into the risk management file is not required. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.